Manufacturer narrative:
(Device codes): medical device problem code a0401 captures the reportable event of core wire broken.

Event description:
It was reported to boston scientific corporation that a sensor wire was used during a stent placement procedure performed on (B)(6) 2023. During the procedure, the sensor wire broke while being used in patient, the broken piece was retrieved. The ureteral stent was not shaped correctly and was not implanted in patient. The procedure was completed with another sensor wire. There were no patient complications reported as a result of this event.